Event description:
The customer reported, the collimator is out of alignment. No pt injury was reported

Manufacturer narrative:
A ge rep evaluated the system and adjusted the camera and the collimator. System operates as intended. (B)(4).